Event description:
It was reported that the subject device had dark image. The issue was identified during cleaning and disinfection procedure. There was no patient involvement.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: "dark image" occurred due to component failure of the light guide that is caused by contact with other endoscopes or other objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.